Manufacturer narrative:
The mgps has been returned to isi for failure analysis investigations; however,, the failure analysis evaluation has not yet been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the device evaluation has been completed or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure with dual surgeon side carts (ssc), ssc #1 was losing power and an unspecified non-recoverable system error code was generated. The customer contacted intuitive surgical, inc. (Isi) for technical support assistance. Prior to contacting isi for technical support assistance, the customer plugged ssc #1 into a different outlet and power cycled the system; however, the issue recurred. At the time of the reported issue, the unspecified instruments were grasping tissues, requiring use of the emergency release wrench to remove the instruments from the patient's tissue. Review of the site¿s system logs by the isi technical support engineer (tse) found that system error code # 417 was generated and was associated with ssc #1. The customer told the tse that they were going to power cycle the system and that they had made the decision to complete the planned surgical procedure using ssc #2. There was no report of any patient harm, adverse outcome or injury due to the reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue. The fse investigation concluded that the power issue with ssc#1 was associated with the medical grade power supply (mgps). The mgps converts the ac power from the wall socket (through the power cord) and convert it to dc power for use on the system. The system was repaired by replacing the affected mgps.

Manufacturer narrative:
The medical grade power supply (mgps) was returned to intuitive surgical, inc. (Isi) for failure analysis and the reported failure was replicated and confirmed. During functional testing the unit failed during power up on an in-house surgeon side console (ssc). System error code # 417 was generated indicating that the mgps was failing.